Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the insulin pump. The customer stated that they had to change the battery several times. The notification menu was reviewed and the customer stated that they had 3 different power error detected. The customer's blood glucose level during the incident was unknown. The customer did not previously call to report a power error detected. The customer reported that they had already changed the battery. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.